Manufacturer narrative:
B3: unknown. E1: phone (B)(6). Device evaluation: one device was received for evaluation. Visual inspection found a damaged dso sensor. Review of the event history log was not available. Functional testing produced error code 1610, and the device failed the flow accuracy test. The reported problem was unable to be verified as the issue was unknown. The mp board, expulsor, and the dso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.